Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a notch in the lens. The iol was cut out, removed during the same procedure and the surgery was completed successfully using a non-johnson & johnson replacement lens. There was no vitrectomy, incision enlargement or sutures required. Reportedly, the patient is doing fine. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and locked. The pcb00 device was observed under the microscope and trace of viscoelastic was observed only at the cartridge. Dfu (directions for use) states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device) . No molding damages/defects or flashes were observed on the cartridge. There were no damages observed on the assembly. The intraocular lens (iol) was not returned therefore the customer's reported issue could not be verified. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the dfu was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.